Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt developed an infection post-op and then experienced an intracranial hemorrhagic and ischemic stroke. The pt is currently hospitalized and being monitored in the ICU.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.